Manufacturer narrative:
Based on the provided data, preventive maintenance had not been performed since (B)(6) 2019. The investigation determined that the issue was solved after service preventive maintenance was performed.

Manufacturer narrative:
This event occurred in (B)(6). The field service representative replaced the gear pump and performed gear pump calibration. He checked the operation of the washing station and flow calibration, the centering of reagents and sample needles, and the external needle wash. He checked the performance of the instrument and performed qc. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine results for 1 patient sample on a cobas 8000 c702 module. The initial result was 17.14 mg/dl and the repeated result was 8.01mg/dl. The results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but not provided.